Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement.

Event description:
On (B)(6) 2020, this patient underwent treatment of abdominal aortic aneurysm, left common iliac, and right internal iliac artery aneurysms using gore excluder aaa endoprostheses. After an excluder aortic extender component was implanted proximally, it was reportedly suspected that a part of the right renal artery was unintentionally covered by the device. A bare metal stent was placed in the right renal artery to preserve blood flow. The patient tolerated the procedure.